Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. User called into emergency support program line to request support with a gas gain alarm on a cardiosave iabp that had been alarming for a few hours. There was no patient injury or harm reported.

Event description:
N/a.

Event description:
User called into emergency support program line to request support with a gas gain alarm on a cardiosave iabp that had been alarming for a few hours. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.